Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to thin rubberized wall causing collapsed or pinched inflation lumen under the balloon or along shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. The instructions for use were found adequate and states the following: -scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. -precautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. -warning: do not use petroleum substrate lubricants with the latex-based urethral catheters, such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. -do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Please inspect visually for completeness or surface wear of the product before it is used. -valve type: use luer slip syringe. Do not use needle. -to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. -should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. -storage: catheters need to be stored at room temperature and keep away from direct light, preferably stored in the original packing box precautions: federal (USA) law restricts this device to sale by or on the order of a physician. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter outer package was in good condition, but when they unpacked it and used it, they found that the water could not be filled in.